Event description:
It was reported that about a month prior to the report the patient had "taken some wires or something out of her skin." The patient stated the wires were close to her spine where they were put in. The patient did not feel any stimulation, but did not know what it should have felt like, and was not holding her urine. The patient stated that when she had to go "it felt like a chill from her head all the way down." The patient did not remember any falls and reported she had not contacted a health care provider (hcp) after feeling like the wires were out. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v042808, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).